Event description:
Medtronic received information that prior to use of this custom tubing pack the customer observed a leak from the connector of the blood bag. The customer opened a new custom tubing pack and took out the soft blood bag and replaced the leaking blood bag for the procedure. There was no patient involvement so no adverse patient effects occurred. Additional information was received stating that there was no air in the system since the perfusionist was priming the system and it was under positive pressure.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a tear/void in the tube/bag seal. The device was filled with saline and de-aired. The device was held up with the tubing facing down and there was a leak observed from the tube/bag seal. Reason for return was confirmed. Conclusion: the complaint can be confirmed that the holding bag leaked. Performed device history check, no anomalies detected. Product analysis of returned product could confirm a there was a leak observed from the tube/bag seal. There is a potential this damage/tear was already present when mdt kerkrade received the product from the supplier. Considering the fact that the damage/tear is immediately next to the heat welded seal of the bag/tube, it is suspected that it occurred during the supplier¿s welding process, where the material is heated and much softer. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.